Event description:
It was reported by a customer that on (B)(6) 2011 the fiber lost aim beam at 5,520 joules. Additional information reported by the customer was during set-up the aim test was performed before the start of the procedure and the aim test was alright. During the procedure, it was observed that the beam was lost abruptly, possibly due to interaction with small calculies. The fiber tip looked alright but the beam exit area was somewhat damaged. There were no error codes displayed on the console when the event occurred. There were no issues with the patient.